Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 112 mg/dl. It was found that the insulin pump might have been exposed to moisture. Insulin pump will need to be replaced. No additional information provided.